Event description:
It was reported that device was shooting straight shots into patient. Straight shots were removed from patient.

Manufacturer narrative:
There is an indication that the subject product is available for our evaluation, but it has not been returned to us to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when/if subject product is returned and evaluated.